Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was at the quick release. The infusion set was in use for less than a day. The blood glucose level was 600 mg/dl and the patient was treated with bolus from insulin pump. No further information available.